Manufacturer narrative:
Load wheel horn.

Event description:
It was reported by service report that the cot had a broken load wheel horn on the retractable head section assembly. No pt involvement or adverse consequences are reported.